Event description:
A nurse reported that during a procedure, when the surgeon switched from fluid to air, there was no air. The air was increased, but the issue persisted. The case was completed using a syringe to infuse air. There was no harm to the patient.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).